Manufacturer narrative:
An additional lot number was reported (lot #m019679). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user frequency had multiple large air gaps in the tubing. The user's blood glucose (bg) level ranged from 300 mg/dl to 405 mg/dl with trace ketones and the user addressed bg level with a bolus via the pump. The user changed the supplies.